Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, due to normal eri, slight insulation abrasion was noted on the lead. Measurement values were normal. Lead remains implanted. Patient was fine.